Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. However a failure mode or potential root cause of this failure mode could not be thin rubberize thickness/mechanical failure/operator error or bubble void on rubberize layer that may lead to lumen-to-lumen leak. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urine came pouring out of tip of catheter. Also states there was a notch on the edge of the catheter and the catheter was faulty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine came pouring out of tip of catheter. Also states there was a notch on the edge of the catheter and the catheter was faulty.